Manufacturer narrative:
Device analysis confirmed that the heat shrink tubing is torn off. In addition, the epoxy has a slight bright discoloration. If the epoxy is subjected to too many autoclave cycles the epoxy becomes brittle and discolored.

Event description:
A report was received that the plastic on the electrode was breaking off and coming apart.

Manufacturer narrative:
Expiration date: na.

Event description:
A report was received that the plastic on the electrode was breaking off and coming apart.